Manufacturer narrative:
After power up, the lcd screen has so many horizontal white lines running across it to the point that the display is virtually white. Upon further review, there are multiple cracks within the lcd screen itself. Several pixels are seen damaged as light pressure is applied to the screen. Unable to perform the displacement test due to the display anomaly. The middle (enter) keypad button is cracked. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.